Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but was confirmed to not be available. (B)(4).

Event description:
A surgeon reported that knives were not sharp during surgeries. An alternate knife was obtained to continue each procedure. There was no impact to any patient. Additional information has been requested. Additional information was received clarifying that is event only involved one knife and one procedure. No additional information can be expected.

Manufacturer narrative:
Evaluation summary: one opened knife in a tray was received for the report of knives that were not sharp. The sample was examined and was found to have a damaged cutting edge. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, lot history reviews could not be conducted. How the blade became damaged could not be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up.